Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2015 with the following findings: a battery cap was not returned with the pump for investigation; investigation was completed using a test battery cap. On examination, there was a crack along the side of the battery compartment threads. Additionally, there was a crack in the battery compartment extending from the case seal to the bumper pad. There was visible moisture inside the battery compartment. A leak test was performed which revealed moisture leakage into the battery compartment due to the cracks in the battery compartment. On investigation, the pump did not power on. The pump was opened for further investigation and revealed moisture inside the pump involving the battery canister and the printed circuit board.